Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the patient experienced an episode of meningitis and were hospitalized (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the patient experienced another two episodes of meningitis in 2023 and 2025. Subsequently, the device was explanted on (B)(6) 2026.